Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump stopped delivering insulin. There was a hardware low level failure from the pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 63 alarming during self-test and was confirmed in the insulin pump history due to cold solder joint at the keypad assembly. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window and case and peeling serial number label.